Manufacturer narrative:
Alternate phone number for the initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 466.2 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The managing nurse practitioner reported that the patient came to the ER (emergency room) in acute itb (intrathecal baclofen) withdrawal. She checked the pump status and all the programming was accurate and there were no alarm logs. They had also checked for a volume discrepancy and no discrepancy was seen. A routine x-ray was done, and the catheter tip was in the correct location.